Event description:
The patient reportedly experienced a loss of lock between the external equipment and internal cochlear implant. Programming adjustments were made and the external equipment was exchanged; however, this did not resolve the issue. Revision surgery is under consideration.